Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured between june 04, 2014 and june 05, 2014. Evaluation summary: baxter received the unit for evaluation with approximately 250ml of fluid in the bladder. Visual inspection revealed no evidence of the leak. A functional leak test was performed. The next day no evidence of leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the dispenser pouch during storage. The drug was unknown. There was no patient involvement. No additional information is available.